Event description:
Upon using regular tampax pearl developed skin and vaginal irritation, itching, and burning. Initial occurrence in march self-diagnosed as yeast infection day two of period and treated with over counter medicine & cream, quit using product. Over counter cream eased pain but did not clear symptoms in designated time. Second occurrence with same onset of symptoms and timing sought medical care. Yeast infection, uti, and bacterial vaginosis all ruled out via lab tests. Diagnosed as probable allergic reaction to tampons used.